Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend instrument to perform failure analysis (fa). Fa was not able to confirm/reproduce the reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no physical damage on the snake wrist cables nor main tube observed during testing that would have caused the failure. The instrument passed continuity test upon testing. The instrument was fully functional. No product issue was identified. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no damage and no functional issue. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon reported that the movement of the vessel sealer extend (vse) instrument was reversed and the angulation of the vse was not correct. The vse was removed and reseated without success. A new instrument was opened and worked correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer. Surgeon was attempting to maneuver his vse and small grasping retractor. The vse was the only problem. Instrument was reported to have reversed movement. The instrument moved the appropriate distance, just reversed. The timing of the instrument was appropriate, and no shakiness or friction was observed. No instrument-to-instrument or system arm-to-arm interference and no external collisions. The issue happened after instrument exchange. The vse had been used several times prior the last exchange and issues. A new vse instrument was opened. This device functioned as intended. Drape lot # is not available or drape. No injury to the patient. The instrument was used several times before the issue arose. The instrument was returned via return material authorization (RMA) to isi for analysis. No photos or videos are available for review.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument, however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.